Event description:
It was reported that the pump's usb port was "not working well". Issues with getting the pump to charge". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.